Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Shutdown bar appear on the screen intermittently when the machine is running. An automatic shut-down cannot happen as there is a specific sequence the power button needs to follow (push, release for 2 to 3 seconds, push and hold for ten seconds). Investigation revealed a defective power board electronics.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical received power board bellavista 1000 p/n 030.602.060 s/n (B)(6) under rga 00091644. Visual inspection of the unit under test (uut) found no dust or any kind of surface contaminants present. There were no any indications of damage or misuse. Multiple connectors, circuit components, and ics were covered in a protective epoxy. This type of epoxy is used solely for protecting and insulating critical ic circuits, components, connectors and terminals from foreign contaminants and moisture that could trigger adverse events, cause electrical shorts or corrosion. The customer¿s log file was downloaded and analyzed and found multiple instances of the power button pressed and released. The uut was installed into a known good top-level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual and there were no alarms or warning messages. A check of the drop-down status bar showed the power cord symbol as connected, and the power indicator led on the left-hand side of the ventilator was lit up green. After a 30 minute warmup, circuit ¿e¿ test, o2 calibration, self test, and test base unit were performed and passed without issue. Service screen #2: adcs was checked and all voltages met specification. The bellavista unit was set to ventilate on a test lung and monitored on a pfc-3000 flow analyzer with ventilation test pressure control settings and then with ventilation test volume control settings and continued to function as expected with no alarms or warning messages. Circuit analysis was performed with a multimeter and using schematic: imtmedical, bv power board 1000, no: 300.874.000, rev: 13 and found no issues with the ic processor u5 which is responsible for handling power on and off and power button presses. The unit was left on and idle/not ventilating for 3 hours and the shutdown bar did not display spontaneously. The unit was set to ventilate for 2 hours and the shutdown bar still did not display spontaneously. A heat gun was used to thermally stress the power board at the above mentioned ic u5 and the shutdown bar displayed. This was repeated a couple more times and the shutdown bar displayed each time. The bellavista unit was cycled off and the heat gun was applied at ic u5 resulting in the unit turning itself back on. The heat gun was again applied at ic u5 several times and each time resulted in the shutdown bar displaying. The heat gun was then applied for a prolonged time and the adc screen was observed in order to trigger temperature alarms and determine at what temperatures alarms triggered. After this testing, the test fixture's log file was downloaded and it was found that between 65 and 66 degrees celsius the power button pressed dialog triggered. At around 71 degrees celsius the tf210 "mains power supply failed" alarm triggered. At 79 degrees celsius tf239 "temperature of device high" triggered. The reported complaint was confirmed in the customer log file and duplicated in the fa lab through the use of thermal stress by heat gun. It was determined that excessive heating at ic u5 is causing the shutdown bar to display and spontaneously turning on the bellavista unit when it is in the off state.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, as per logs, it has been identified 12780 entries of on/off button pressed/release between (B)(6) 2023. It seems that power board is faulty and needs to be replaced. Vyaire initiated a power board replacement under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 in which shutdown dialogue box appears automatically on the screen but ventilator keeps running and also getting ¿on¿ and ¿off¿ condition prior patient use. Furthermore, there was no patient associated with the reported event.